Manufacturer narrative:
The investigation for the reported issue has been completed. Console logs from the reported day of event were not available for analysis due to file system corruption. Partial logs that were recovered, dated 2022-07-25, were consistent with complaint and showed multiple and persistent communication errors with powermod_1 (pbm). When console was tested in danvers, the issue was reproduced and syscall error prevented the aic from fully booting up. In addition, the console would only start on ac power, due to batteries being fully depleted (batteries were internally shut down - communication has seized). Inspection of the console¿s electronics revealed corrosion of the pbm (due to electrolyte leak from supercaps c69, c70). Despite pbms sn (B)(6) placing it in the pool of boards susceptible to corrosion, the fcn 71 (designed as corrective action for this failure mode) has not been performed during prior pm of this console on 2021-12-13. The cause of the aic issue was contamination.

Event description:
The complainant reported an issue with the automated impella controller (aic) that occurred after the aic was turned on. It was reported there was a message at the bottom of the screen that there was a problem with the start-up calibration. This complaint was not related to a clinical procedure.